Event description:
It was reported that during intra-aortic balloon (iab) therapy, an iab rupture occurred. The arrow pump alarmed when blood migrated down the gas line a entered the pump. A new iab was inserted with a new pump. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing was cut from the iab and not returned. The extender tubing was also returned. A kink was observed on the catheter tubing approximately 47.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.